Manufacturer narrative:
Product event # (B)(4) - investigation plan: visual inspection testing performed: visual inspection device: peak plasmablade 4.0 product p/n: ps200-040 quantity: 1 the device was returned in a (B)(6) express envelope. Device was returned in a single ziplock bag, sealed. No biohazard bag. The device lot number and expiration number cannot be confirmed. The unit does not appear to have been used in surgery. It was reported that this was a demo device. "Not for human use" sticker affixed to handle. Chord is nicely bundled together with white tape. The plasma blade tip appears to have been sheared and the coating is flaking. Investigation conclusion: the complaint was confirmed based on visual inspection of the plasmablade. The tip appears to have been sheared and lost some of it's coating. This was (B)(6)'s demo device and was subjected to numerous uses. (B)(6) reported that she did not store the device with the tip protector on. She also stated that this device has been used at least a dozen times and cleaned just as many. It is predicted that this failure was the result of improper storage and overuse. Since the device is manufactured as a single-use device, no studies have been completed to determine how many times this device can be stored, cleaned and re-used before degradation. This device was used multiple times, and therefore, no correlation can be made between this complaint and potential failures in the field. As a result, no further root cause evaluation is required. (B)(4).

Event description:
Account manager's demonstration device (not for clinical use sticker applied) that was noted to have the coating of insulation on the tip chipping. Device stored in account manager bag without tip protector and used on many occasions.